Manufacturer narrative:
At this time the customer has not requested getinge to evaluate the iabp in connection with this event. If additional information is received, a supplemental report will be submitted. (B)(6). Not returned to manufacturer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber-optic sensor module failure alarm. It was noted that the issue had occurred since the patients arrival from another hospital. Additionally, the end user had an arterial line running to the iabp unit for the arterial pressure (ap) since the patient arrived. The customer noted that the iabp unit would be tagged and sent to the biomedical engineer after being removed from use. There was no harm or injury to the patient and no adverse event was reported.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber-optic sensor module failure alarm. It was noted that the issue had occurred since the patients arrival from another hospital. Additionally, the end user had an arterial line running to the iabp unit for the arterial pressure (ap) since the patient arrived. The customer noted that the iabp unit would be tagged and sent to the biomedical engineer after being removed from use. There was no harm or injury to the patient and no adverse event was reported.